Manufacturer narrative:
Catalog number in d4 is the similar us catalog number; the international catalog number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2021 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024 while hospitalized for aspiration pneumonia, blood pressure had dropped, and elevated white blood cells, the patient experienced leaking at the stoma site. It was reported that the tubing was replaced. Additional information received on 21 nov 2024 from a physician who reported that the leaking at the stoma site was a stoma site infection. On (B)(6) 2024, the patient was seen by a physician and the stoma site infection had resolved. It was unknown if the antibiotic treatment of amoxicillin for the aspiration pneumonia was also indicated for the stoma site infection. Therefore, abbvie conservatively reported the event of stoma site infection with antibiotic(s).